Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was noted the helix/lobe was distorted/bent, there was blood in/on the helix/lobe mechanism, tissue on the helix and apparent explant damage.

Event description:
It was reported that approximately one month post implant, the patient presented to the clinic with intermittent diaphragmatic stimulation and chest pain with discomfort. During the clinic visit, an x-ray confirmed there was a bent lead helix and the lead showed an increase of thresholds. The lead was explanted and replaced. It was later reported that four days post implant; the clinic x-rays didn't show any issues with the helix. No further patient complications have been reported as a result of this event.